Event description:
A reported incident involving a microclave connector, the infusion set was disconnected and upon assessment, the core of the infusion connector was found to be stuck and did not pop out as intended, resulting in leakage at the connection site. The infusion connector was replaced, and the indwelling needle was subsequently used without issue. There was patient involvement with no injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.